Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving several no delivery and sensor alarms on her insulin pump. At the time of reporting, her blood glucose level was 229mg/dl. Her mother reported that the batteries in the pump were no lasting as long as expected. She reported that she was unable to perform the rewind sequence on the insulin pump during troubleshooting. She was advised to have her daughter revert to her backup plan. The insulin pump is being returned. No additional information was reported.